Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with capture anomaly on their right atrial (ra) lead. It was noted that the patient had a history of chronic atrial fibrillation. Therefore, the physician elected to cap the lead and downgrade the pacemaker on (B)(6) 2021. The patient was in stable condition after the procedure.